Manufacturer narrative:
Additional information: section h.6 advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an irritation leading to a scab from the processor. The recipient was instructed on off ear wearing options. The recipient's scab healed; however, the recipient is still experiencing irritation and redness. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.6b. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.